Event description:
A male pt was enrolled in the study in 2008 with 3-vessel disease. The main indication for the intervention was stable angina pectoris. The first lesion treated was in the distal right coronary artery. It was type b2, native, de novo, irregular, moderately tortuous and eccentric. The lesion had a reference vessel diameter of 2.8mm and a lesion length of 18mm. Pre-procedure diameter stenosis was 75%. A 2.75 x 23mm cypher select plus stent was electively implanted at 14 atm with satisfactory results. The stent was not post-dilated. Post-procedure diameter stenosis was 0%. The second lesion treated was in the proximal right coronary artery. It was type c, native, de novo, irregular, moderately tortuous, eccentric and moderately calcified. The lesion had a reference vessel diameter of 3mm and a lesion length of 20mm. Pre-procedure diameter stenosis was 75%. A 2.75 x 23mm cypher select plus stent was electively implanted at 16atm with satisfactory results. The stent was post-dilated with a 3.0 x 20mm balloon at 15atm as there was insufficient flow. Post-procedure diameter stenosis was 0%.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.